Event description:
In 2008, the patient reported that over the weekend the display of her insulin infusion device was blank and she could not see her bolus history. She said it stayed that way for 2 days but started working again today. She stated the display is not cracked but "looked shattered to where I could not read it." The patient stated her infusion device has been exposed to extreme heat as her home gets as warm as 115 degrees. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.